Event description:
Clinical Narrative:Impella CP was inserted via the left femoral artery in a 73-year-old male patient presenting with Acute Myocardial Infarction and Cardiogenic Shock. The patient¿s comorbidities were not shared. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage D. The patient was supported by inotropes, vasopressors, and respiratory support prior to the delivery of the Impella CP. The pump was delivered despite care concerns and limitations due to the noted poor patient prognosis.The patient exhibited signs of hemolysis within hours of pump placement. The urine color had changed after patient movement. Pump position was assessed to ensure the pump was mid-ventricular. The mean arterial pressures were noted to be in the mid 60-70s mmHg and the team was aware that afterload could effect the pump and hemolysis concerns.The pump position was to be re-assessed with echo imaging and anticoagulation regimen reviewed. The patient's lactate lab was documented to be high at 8.0mmol/L prior to the pump delivery and was still higher than expected at 2.2mmol/L after pump placement.While on support the the device functioned as expected, Performance Level P-8 with 3.4L/min flow with 5% Dextrose in water with sodium bicarbonate in the purge solution.After less than 24 hours of Impella CP support the pump was explanted and escalated to the Impella 5.5 pump. After removal and escalation the lactate levels continued to decrease to 1.4mmol/L. The patient has survived the event.The relationship of the pump use and hemolysis can not be dissociated with clinical details shared and improvement in condition once explant and escalation took place.

Manufacturer narrative:
The Impella CP is not available for return.This is one of two related reports. This report represents the Impella CP and another report will be submitted to represent the Impella 5.5.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.